Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted because of high thresholds and non-capture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 17 cm distal to the is-1 connector pin. In this region a squeezed lead body and deformations of the outer conductor coil were observed. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. In addition, cuts in the insulation were found in this area which occurred most likely during the extraction procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.